Event description:
It is reported that pt was treated with an ncb pp plate on (B)(6) 2014. It is also reported that the plate broke and has to be explanted on (B)(6) 2014.

Manufacturer narrative:
The MFR received the device on (B)(4) 2014 and is now under investigation. X-rays and a short summary of surgical report of explant have also been provided for review. The device mfg quality records indicate that the released components met all requirements to perform as intended. During trend analysis no trend was identified. As soon as investigation results are made available an amended medical device report will be submitted. (B)(4).